Event description:
A malfunction alarm was reported with the code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on resetting the pump, and the customer successfully reset it. The malfunction code did not recur, and the customer was able to continue using the pump. The customer understood to call back if the issue recurred, but no further action was needed at the time.